Event description:
The customer reported to beckman coulter (bec) that they obtained a probe stuck error on the coulter lh 780 hematology analyzer. While troubleshooting the error with bec call center personnel, the customer found the rinse cup was loose and not aligned. The customer also found 10 ml of clear fluid leak not confined to the instrument, but flowed onto the table top. The operator was wearing personal protective equipment (ppe), consisting of laboratory coat and gloves when the leak occurred. There was no exposure to open wounds or mucous membranes. Medical attention was not sought. The material safety data sheet (msds) was not consulted by the customer. There is an exposure control plan in place in the laboratory. Quality control (qc) was not affected. No patient results were impacted as a result of this event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found a leak at the probe area and tubing 204 popped off fitting 4 of rear section of the blood sampling valve (bsv). The fse replaced the tubing and replaced the probe wipe due to probe wipe not up errors and then verified the instrument. Failure mode was the tubing at marker 204 disconnected from fitting 4 of the rear section of the bsv and the probe wipe was misaligned/loose. However, the instrument generated probe wipe not up errors, which alerted the customer to an instrument problem. (B)(4).